Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral rupture, discovered during surgery, left side.

Event description:
Bilateral rupture, discovered during surgery, left side and bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with light yellowing. The device was unable to be weighed. Upon device inspection, a piece was missing from the anterior surface, an entire edge of the rupture on the posterior surface was delaminated and delamination was present on the edges of the rupture on the anterior surface. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. Optical microscope images were taken of the area. The observed result of the shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.